Manufacturer narrative:
During site visit by abbott field service (fsr), the architect c4000 processing module, serial number (B)(6) analyzer was inspected and part replacement for troubleshooting. A specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. Per labeling review, the architect calcium package insert adequately address sample preparation and handling and provides conditions which may cause erroneous results. Based on the investigation, no product deficiency was identified for architect c4000 processing module serial number (B)(6). Section g1 contact information was updated to reflect the current contact: (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient identifier = sid= (B)(6). Patient information: no specific patient information was provided.

Event description:
The customer observed falsely decreased calcium results on architect c4000 processing module for two patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial 4.3 mg/dl /repeated on c803777=8.7 mg/dl. On (B)(6) 2021 sid (B)(6) initial 4.8 mg/dl /repeated on c803777=8.4 mg/dl. Laboratory normal range for calcium=8.4 to 10.4 mg/dl there was no reported impact to patient management.